Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during distal pancreatectomy, the surgeon tried to fire the device, however, could not squeeze the handle properly. Replaced by new reload, however, could not fire the device. Replaced by a new handle and a new reload and the firing was completed with no problem. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The reported condition for this incident was unable to fire instrument. Visual examination of the reload noted that they were partially fired. Staple pushers were visible at the 5.5cm and 6cm cut line indicating the point where the handle compression had stopped. Functional testing of the reload found no abnormalities as it was loaded into pmv listed instrument with ease and the rest of the staples were place in media and was cleanly transected. The reload interlock was tested and function properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the reload will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection and prevent patient harm. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.